Event description:
It was reported that placement of the prostar xl sutures were attempted in a common femoral vein using the preclose technique prior to an interventional, percutaneous mitral valve (mitraclip) procedure. The arteriotomy was 6fr and during the interventional procedure the sheath was upsized to a 24fr sheath. Reportedly, the prostar xl was inserted without a problem; however, when pulling the handle away from the hub to deploy the needles, a "hard stop" was felt after deploying the needles only 0.5 centimeter. A backdown was performed and the needles were pushed back. The device was removed from the patient anatomy without a problem. A second prostar xl was used to successfully close the femoral vein. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). (B)(4) - patient selection. Per the instructions for use the prostar xl device is designed to deliver polyester suture(s) to close femoral artery puncture sites following catheterization procedures. (B)(4) - for use of the 6fr sheath, per instructions for use, under indications for use: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.